Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was consulted by the health care professional (hcp) for programming assistance. Ts reviewed the daily threshold and impedance measurements trend report and confirmed the lead shock impedances were recorded to be greater than 125 ohms. Ts provided programming optimization options to the hcp. No adverse patient effects were reported. This rv lead remains in service.